Manufacturer narrative:
The device was returned to zoll medical corporation. A review of the device's activity log indicated that the device was not shorted to the test port and properly prompted a "poor pad contact" message. This is not an indication of a device malfunction. The device's multi-function cable needs to be shorted in order to complete the defibrillation portion of the self-test. The log also confirmed that during subsequent testing, the device passed self-test when the cable was shorted. The device was recertified and returned to the customer. Analysis for reports of this type has not identified a trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.